Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in damaged condition. Investigator's unable to download event history log for review. During investigation, the device was powered up and alarmed ec 1730 which is an issue with processor on the circuit board. Service's replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code "ec 1730 at power up". It was reported that there was no patient involvement.